Event description:
It was reported that at the beginning of a da vinci cystectomy procedure, the site experienced a non-recoverable system error code 21008. With the assistance of an isi technical support engineer, the site removed the instrument and sterile adapter installed on a patient side manipulator (psm) arm, manually manipulated an axis on the psm, reinstalled the sterile adapter and restarted the system, however, the error code reoccurred. The tse instructed the site to un-install the sterile adapter and reboot the system and the psm system homed. Due to the repeated occurrence of system error code 21008, as a precaution the surgeon made the decision to abort the planned surgical procedure and reschedule for a later date. The patient was under anesthesia and the port incisions were made. No patient harm or adverse outcome was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the non-recoverable system error code 21008 experienced by the site was associated with a patient side manipulator (psm). The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The error code 21008 appeared when the da vinci safety system determined the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci in a recoverable safe state. The psm was returned for failure analysis investigation. Engineering was not able to replicate the customer reported failure mode, however based on the system error logs the axis potentiometer and motor/encoder were replaced as a caution. Dr. (B)(6) with (B)(6) hosp was contacted on may 17th and they indicated that the planned surgical procedure was successfully completed (B)(6) 2012. As of may 18, 2011, there have been no reported recurrences of the issue at this hospital.